Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 (only the handle) was analyzed, and a visual evaluation noted that it had marks of trip wire indicating that the trip wire was secured. Also, it was rotated 180 degrees until an audible click was heard. The suture was found broken. No other problems with the device were noted. The reported event of bands falling off varix was not confirmed. Upon analysis, the handle had marks indicating that the trip wire secured, and functionally, when the handle was rotated 180 degreed, the distinct click sound was heard. Although the returned suture was found broken; however, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. The returned device did not show evidence of either the alleged problems or defects which could have contributed to the event. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic minimally invasive internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, during the deployment, after the handle was rotated, there was no sound heard. After the band was deployed onto the lesion, the band fell off from the lesion. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an endoscopic minimally invasive internal hemorrhoidal ligation procedure performed on (B)(6) 2024. During the procedure, during the deployment, after the handle was rotated, there was no sound heard. After the band was deployed onto the lesion, the band fell off from the lesion. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.